Event description:
It was reported that during a low anterior resection procedure, during the transaction of the recto sigmoid junction using the device. On the third firing with a blue cartridge towards the left hand side of the rectal stump, the gun fired normal plastic to plastic but they struggled to open the gun. When the gun was out of the abdomen, it was noted that the blue cartridge was protruding from the gun (sticking out from the gun). Also there was still rectum left to transect. The gun was reloaded and fired a fourth time and transected the tissue. On inspection of the proximal end, it was apparent there was a hole in the staple line as feces was coming through (this occurred outside of the patient). The anvil of the circular stapler was placed in the proximal end and returned into the abdomen. A leak test was then performed on the rectal stump. No bubbles were seen. The anastomosis was performed, and another leak test was performed and still no bubbles, although visibility of the posterior side was difficult. Four days later, the patient had peritonitis and had as leak from the anastomosis. A second operation was performed to take down the anastomosis and the patient was given a permanent stoma. No device will be returning. The scrub nurse was experienced and satisfied with the loading on both occasions. This has created a lot of difficulty for the patient as the patient is blind.

Manufacturer narrative:
Information anticipated, but unavailable at this time.